Event description:
It was reported that the patient presented in-clinic with 7 vf episodes. All episodes had aborted shocks due to noise as of a result of insulation abrasion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.